Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the most probable cause for the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope¿to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that foreign material had come out of the distal end. There was no patient involvement.